Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized due to peritonitis. During follow-up a clinic nurse reported the patient was treated with vancomycin and discharged (B)(6) 2016. Medical records were requested and not made available.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. Received one case of alternate samples from the distribution center. A visual inspection was performed on four tubing set; during inspection no defects were found, the tubing set was found acceptable. A functional test was performed to four alternate samples with the cycler machine. During test no issues were detected, the test was completed successfully. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of potentially related lots were found. Based on this, is concluded the product involved met specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.